Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 66676 was returned and analyzed. Visual inspection showed the catheter on the balloon segment had a small bend over the balloon sleeve and balloon segment. Smart chip verification indicated the catheter was not used. The catheter passed the performance test as specification. During the inflation and ablation phase a kink was observed on the guide wire lumen inside the balloon segment. The dissection showed the guide wire lumen kink inside the balloons at 1.05 inches from the tip of the catheter. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after inflation, the guidewire lumen of the balloon catheter was bent toward the outer edge of the balloon. The balloon catheter was replaced. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after inflation, the guidewire lumen of the balloon catheter was bent toward the outer edge of the balloon. The balloon catheter was replaced. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.